Event description:
It is reported that a customer's insulin pump is not communicating with their meter. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer insisted that their pump was the issue and would like a replacement. Furthermore, the customer mentioned that they cannot upload carelink due to the fact that the customer's pump would not communicate with their meter. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: the test ultra link blood glucose meter communicates properly to pump. No communication anomaly noted. Pump unable to download to the care link software due to a47 alarms in alarm history screen. A47alarms due to corrupted history file. Pump had cracked battery tube threads.